Event description:
It was reported that suture placement was successful in the common femoral artery using a preclose technique prior to an aortic valve interventional procedure. Reportedly, the first proglide device suture was placed successfully; however, during suture placement using a second perclose proglide device, a cuff miss occurred. The device was removed and a third perclose proglide device was successfully used for suture placement. The aortic valve interventional procedure was completed and hemostasis was achieved using the sutures of the first and the third perclose proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Visual inspection determined a posterior needle to suture detachment occurred, which can appear similar to a cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.